Event description:
The user facility reports, that the monitor failed to alarm for a low oxygen saturation (%sp02), while it was monitoring a pt. There was no pt adverse event.

Manufacturer narrative:
Conclusion - evaluation continuing.